Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra declaration which included the following information: a customer reported that after four weeks, the freestyle libre 2 sensor stopped working and kept prompting a "replace sensor" message. It was further reported that the customer became hypoglycemic and experienced a loss of consciousness. The customer was treated by neighbor with condensed milk and sweets. There was no report of death or permanent injury associated with this event.